Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the 510k is as follows: g4. PMA/510(k)#: eua: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as flu a negative from the analyzer. Upon visually examining the test cartridge, the user saw a positive line for flu a and questioned the result. A single flu test assay was then used to test the patient, which confirmed the analyzer flu a negative result. There were no health impact or consequences reported. Eua: (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material #: 256088), batch number unknown. The customer reported that they saw a positive line on the cartridge but the analyzer read the result as negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. The customer was advised that veritor tests are not meant to be determined visually, and that the analyzer is required to interpret the results. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 and flu a+b, one (1) patient sample resulted as flu a negative from the analyzer. Upon visually examining the test cartridge, the user saw a positive line for flu a and questioned the result. A single flu test assay was then used to test the patient, which confirmed the analyzer flu a negative result. There were no health impact or consequences reported. Eua (B)(4).